Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was faulty. A field service engineer performed troubleshooting when the station presented with a black screen and no power. After the customer disconnected the pyxis bus cable for auxiliary drawer 6, the station powered on. Using a meter, fse determined the drawer controller was defective and replaced the drawer controller. Diagnostics were used to verify proper drawer functionality, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was failed. The customer mentioned that when the drawer was connected to the pyxis, it caused the pyxis to power off. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.